Manufacturer narrative:
(B)(6).

Event description:
A patient's husband stated that his wife's new coaguchek xs meter serial number (B)(4) is not reading accurately when compared to the dade innovin method. Via a laboratory draw at 8:44 am the patient received an inr result of 3.5 inr from the dade innovin method. The patient went home and at 9:06 am obtained a result from their meter of 4.7 inr and at 9:08 am a result of 4.4 inr. The patient's therapeutic range was 2.5 - 3.5. There was no allegation of an adverse event. The patient is not anemic, is not on heparin, is not on direct thrombin inhibitors, and does not have antiphospholipid antibodies. The patient had no changes to their coumadin dosage, is on no new medication, has had no changes in diet, and no new bleeding or bruising. The meter and test strips were requested for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr; donor 2 inr: 2.7 inr. Donor 1 hct: 58%; donor 2 hct: 58%. Donor 1: retention meter with masterlot strips: 3.0 inr; customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.7 inr; customer meter with customer strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.